Event description:
A trilogy100 ventilator, u.s.a. Was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the trilogy100 ventilator, u.s.a. Device at the manufacturer's service center, a ventilator service required alarm was discovered in the device's event log. The device's power management board was replaced to address the issue. Additionally, the cable clamp was replaced since the cord retainer missing or broken. Device passed all testing.